Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/20/2023, it was reported by a sales representative via sems that an ar-9597-10 angled reamer sleeve, 10°, and an ar-9597-20 angled reamer sleeve, 20° had an issue. The inner sleeves were getting caught on the outer sleeves and would not come apart after being removed from the power. This was discovered during a case, no adverse effects for the patient. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 8/10/2023, the sales representative provided the following information via email: this occurred during a reverse total shoulder procedure on (B)(6) 2023. When the inner sleeves were getting caught on the outer sleeves and would not come apart, that happened outside of the patient. Nothing broke inside the patient, and the bone quality of the patient was not provided. They had to open a separate augmented baseplate tray to use that augmented reamer in place of the broken one. There was a procedural delay of less than 15 minutes, no additional anesthesia was administered.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpackaged ar-9597-20 serial/batch number (B)(6) was received for investigation. No mating part was returned; however, an attempt to functional test with an ar-9676 batch 022244 found resistance. The visual evaluation revealed heavy scratches and lines in the sleeve collar. Multiple dents were observed. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.